Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard an alarm from their device. The device was checked and it was found that the device was at recommended replacement time (rrt) and the battery may have depleted prematurely. The device was explanted and replaced. No patient complications have been reported as a result of this event.